Manufacturer narrative:
Initial report suggested there were no medical intervention or treatment provided; however the current status of the number of patient is unknown there was no information provided regarding the lot number of the antigen test kit; therefore ihealth labs, inc., could not conclude if the test kit was a counterfeit product or not. Customer/user may have not followed the instructions accurately, possibly causing the positive test result/outcome when the test antigen kit was used although this has not been confirmed as noted in the IFU, under step 6 read result: results should not be read after 30 minutes (results shows at 2x magnification). Note: a false negative or false positive result may occur if the test result is read before 15 minutes or after 30 minutes.

Event description:
The user was noted to have reported via voicemail, as follows: the extension of ihealth covid test kits..I took 2 test said neg for covid with exp date 7/22. The 2 testing kit that wasn't exp. Said positive for covid I pretty sure I had covid my 2nd round in 2 years. So, extending these kits expirations wise.